Event description:
It was reported a home patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for five days for the peritonitis event. The patient was treated with four doses of vancomycin (route and dosage were not reported). The cause of peritonitis was unknown. The patient was recovering from this peritonitis event. Pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. A review of all batch record documents was performed for potentially associated lot numbers h12j11037, h12h31095, h13a04047, h13b07048, h13e14096 and h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.